Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds and no capture in the bipolar configuration were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.